Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented for a follow-up in clinic, right ventricular lead noise resulting in pacing inhibition was observed. The physician elected to cap and replace the right ventricular lead (B)(6) 2019 and the patient was stable following.